Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction at sensor insertion site on (B)(6) 2016. Sensor was inserted at the buttocks on (B)(6) 2016. Patient's mother described the skin reaction as itchiness, redness, with small bumps. Patient treats the affected area with triamcinolone acetonide 0.1%, prescribed by patient's physician on (B)(6) 2016, for rashes related to dexcom use. Patient has discontinued use of dexcom system due to skin reaction. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).